Event description:
It was reported that patient is experiencing pain after the surgery on a left hip. Patient is unable to lay on the left side since surgery.

Manufacturer narrative:
The patient did not provide any specific device information and only indicated left hip. Additional information will be requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.